Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information: to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, please confirm the number of procedures/patients affected. How many devices demonstrated the alleged deficiency on each involved patient event? Were there any patient consequences? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, the surgeon reports several cases of twisted needles of the first point, broken 3 times fortunately superficially in the dermis so he managed each time to find the second end. The quality of the monocryl 4/0 needle is very poor it dulls, and breaks much more easily than before, risking leaving a needle fragment in the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 catalog.